Event description:
It was alleged that the blood tubing (2) would not run resulting in "upstream occlusion" or "air in line" alarms from the pump. It was noted that the nurse titrated the blood from the bag until all was infused. There was no pt injury/consequence.